Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, after turning on a navigation system, it displayed a message in the diagnostics that the axiem box was over heating. Re-booting the system did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement axiem integrated 4port system shipped to site. No parts have been received by manufacturer for analysis. A medtronic representative performed a navigation system check-out. System performed as intended. No further issues have been reported.

Manufacturer narrative:
Evaluation of suspect axiem box found: the axiem unit was connected to a test system with the ent application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. No overheating issues were observed during testing. The unit passed the pegboard accuracy test. Fully functional. Unable to duplicate reported event.